Manufacturer narrative:
Continuation of d10: product ID (B)(4) lot# serial# unknown implanted: explanted: product type software section d information references the main component of the system. Other relevant device(s) are: product ID: (B)(4), serial/lot #: unknown, ubd: UDI#: medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received from a patient regarding an implanted infusion pump for non-malignant pain. It was reported that it was taking longer and longer to get a bolus. The patient stated that it took a while to get started and got to 24% and then sat there for a while and moved up just a little fraction until it got to 90%. They would wait a little bit and it said "bolus started". Patient services walked the patient through closing all applications and clearing data. The patient was not due for boluses at the time of the call to patient services and said they just took one. Troubleshooting steps taken on the call resolved the issue. The patient would monitor and call if she had further concerns. The patient got 3 boluses per day.